Event description:
The stent was implanted in a proximal tortuous rca vessel. While still in the hosp, the pt returned to the cath lab on event date after suffering a cardiac arrest with a total occlusion of the vessel at the site of stent implantation.